Manufacturer narrative:
There are no known underlying conditions that may have contributed to development of infection. There are no known lab cultures taken to confirm presence or type of infection. Review of applicable device history records found no evidence of any process failures or deviations that may have contributed to the patient's symptoms. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025. On (B)(6) 2025 a nalu representative was notified by a medical staff member that the patient was noted to have drainage and redness at the surgical site and was being scheduled for an explant due to suspected infection. On (B)(6) 2025 a full system explant was completed.